Event description:
Pt's meter was reading inaccurately high. Medical affairs specialist spoke with pt and obtained additional info. Pt explained that they obtained a "92 mg/dl" in the morning and took 6 units of insulin. Pt takes humalog insulin based on a sliding scale. Later at noon, they obtained a "292 mg/dl" and started feeling dizzy, numb, loss of balance, and feeling as though they had low blood glucose levels. Spouse gave pt some grape juice and contacted the ems. They arrived between 10 and 15 minutes later. They obtained a "33 mg/dl" on their meter and administered glucose IV. The ems waited for a while and obtained a second reading of "129 mg/dl". Pt performed a re-test on their meter right away and obtained a "180 mg/dl". Pt was not hospitalized. Pt explained that they had not performed a control solution test, however, their strips were within expiration date and the calibration code was set correctly. Based on pt's symptoms, meter reading, emt meter reading, and treatment; the meter may have been reading inaccurately high. The customer service rep replaced pt's control solution.